Manufacturer narrative:
(B)(4).

Event description:
It was reported that prior to generator change out due to eri, x-ray revealed externalized conductors on the riata lead. The lead was capped and replaced. No adverse consequences to the patient.